Event description:
It was reported the patient had a loss of therapeutic effect resulting in frequent urination. The patient had never changed the program of the internal neurostimulator (ins) and she had only increased her stimulation once. She cannot increase the stimulation because she gets tingling in her legs and toes. Patient states her symptoms began to change around the (B)(6) 2012. She had increased leakage when standing up which had since stopped. The patient only had one program at 0.6 volts. No falls, trauma or medical procedure were related to this report. The patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v933653, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).